Event description:
It was reported to medtronic minimed that the customer experienced difficulty with the keypad, including having to press the select button multiple times. The customer also reported the pump getting stuck during the rewind, loading, and priming processes. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-397at. Troubleshooting was performed for keypad anomaly, and the customer stated that the pump was not exposed to a change in altitude. Troubleshooting was performed for display issues, and the customer stated that the pump buttons were not responding and received an insert battery alarm. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-397at.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found insert battery alarm on 04/14/2025 at 10:39:28.000. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump primed and rewind properly during testing. No pump stuck during the rewind, loading, and priming processes during testing. All buttons functioning properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, keypad assembly and motor assembly noted. The force sensor offset measured within spec range during testing (23.9 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Customer alleged not confirmed for pump buttons were not responding and received an insert battery alarm, pump getting stuck during the rewind, loading, and priming processes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.